Event description:
It was initially reported that during a follow up appointment, it was discovered that the patient's off-time was set to 60 minutes off instead of 3 minutes off. It was said that the patient was beginning to have an increase in her seizure level, but it was still below her pre-vns baseline levels, which the physician had attributed to the change in settings. Review of the programming history from the physician's handheld computer resulted in an interruption in a system diagnostics, which didn't reset her settings. There were three more system diagnostics performed, which indicate were successful, but it is likely that on the third diagnostic test, her settings were reset at that time due to a possible interruption. The physician then performed a normal mode diagnostic test, which showed that the output current had then been changed to 1.0ma. The physician then performed an interrogation following this final diagnostic test and changed her settings back to the previous settings, except her off time during normal mode and on time during magnet mode were advertently not changed. The patient's settings have since been corrected. The diagnostics results for this patient have been captured in report #1644487-2009-02237.